Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient while she was at work (patient works in a hospital), she passed out and was found unconscious by her coworkers. The patient stated she is hypo-unaware and did not receive an alarm on the dexcom. She stated her low alert is set to 4.4 mmol/l and that the reading on the cgm had to have been inaccurate; although, she did not know what the cgm was reading at the time she passed out nor was a bg meter reading taken. The patient was given glucose tablets after regaining consciousness and was given something to drink. At the time of contact, the patient was doing well. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. No additional event or patient information is available.